Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The visual inspection of the returned product noted: the distal end of the cannula had gouges. The obturator appeared intact. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the gouged cannula may occur when mishandled during clinical application. The root cause of the observed damage was misuse of the product which caused or contributed to the reported condition. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when inserting the device during a video assisted thoracoscopic lobectomy, the trocar hit the anvil several times and seemed to be broken. Upon removal of the trocar, breakage was found. It was stated that nothing fell into the patient's cavity. The trocar was replaced with a new one to complete the case. There was no patient injury.